Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was capsular contracture, baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture, baker grade unknown. Device was explanted.

Manufacturer narrative:
Analysis of the returned device identified weight to be within specification, deformation, creases(fold) and non-penetrating nicks. Based on the device analysis the final assessment is: non-penetrating nicks.

Event description:
Health professional reported right side capsular contracture, baker grade IV and pain. Health professional additionally reported the patient, "¿has a retraction of the implant high with a fold at the base of the right breast¿.